Manufacturer narrative:
This report is being sent to provide new information in sections h7 (if remedial act init, type) and h11 (additional MFR narrative). This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that a remote alert was received, indicating that the shock impedance measurement of this right ventricular (rv) lead was elevated and out-of-range (125 ohms). A follow-up appointment has been scheduled for an in-clinic assessment of the lead integrity via provocative maneuvers and potential diagnostic imaging. Boston scientific technical services (ts) was contacted and confirmed that the 28-day average impedance measurement was around 115 ohms and had been gradually increasing over the course of the past year. Ts also confirmed that the device settings were already optimized per the advisory settings for this lead and that no reprogramming was necessary. However, it was recommended to re-evaluate the lead prior to a device replacement procedure, as the implantable device has eleven months of remaining battery longevity. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received, indicating that the shock impedance measurement of this right ventricular (rv) lead was elevated and out-of-range (125 ohms). A follow-up appointment has been scheduled for an in-clinic assessment of the lead integrity via provocative maneuvers and potential diagnostic imaging. Boston scientific technical services (ts) was contacted and confirmed that the 28-day average impedance measurement was around 115 ohms and had been gradually increasing over the course of the past year. Ts also confirmed that the device settings were already optimized per the advisory settings for this lead and that no reprogramming was necessary. However, it was recommended to re-evaluate the lead prior to a device replacement procedure, as the implantable device has eleven months of remaining battery longevity. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.